Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545 . Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced an infusion set leakage issue on (B)(6) 2026 associated with a high blood glucose event, where the leak occurred at the quick release (qr). The patient was treated with a manual insulin injection.